Event description:
Size 8.5 fr j stent placed for left upj obstruction. Pt experienced multiple breaks of nephrostomy tube requiring multiple repairs. Pt experienced left flank pain & inability to irrigate catheter. Catheter was broken and had migrated out. Required emergency surgery to replace with 12.0 fr drainage catheter.